Event description:
This 23 mm sjm trifecta valve was explanted due to endocarditis, which lead to aortic insufficiency. A 23 mm stentless aortic valved conduit from another manufacturer was implanted. The pt was reported to be recovering in good condition postoperatively.